Manufacturer narrative:
Correction: field h6: impact codes updated. Field b3: date of event updated, the first date an abnormal battery decrease was noted was on (B)(6) 2020. Product investigation analysis could not be performed because complaint device was not returned to boston scientific. Product review did not find a potential product quality issue or new harm to patient.

Event description:
It was reported that this pacemaker battery was prematurely depleting as the power consumption was steadily increasing. Device falls into the advisory and boston scientific technical services (ts) recommended device replacement and returned. No adverse patient effects were reported. Currently, this device remains in service.

Manufacturer narrative:
Correction: field b3: date of event updated, the first date an abnormal battery decrease was noted was on nov 2020. Field h9. If action reported to FDA under 21 usc 360i(f), list correction/removal reporting number, updated. Product investigation analysis could not be performed because complaint device was not returned to boston scientific. Product review did not find a potential product quality issue or new harm to patient.

Event description:
It was reported that this pacemaker battery was prematurely depleting as the power consumption was steadily increasing. Data analysis showed the battery appeared to be depleting more quickly than expected and a boston scientific technical services (ts) consultant recommended device replacement. Device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation analysis could not be performed because complaint device was not returned to boston scientific. Product review did not find a potential product quality issue or new harm to patient.

Event description:
It was reported that this pacemaker battery was prematurely depleting as the power consumption was steadily increasing. Device falls into the advisory and boston scientific technical services (ts) recommended device replacement and returned. No adverse patient effects were reported.